Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2020-49044, 1627487-2020-49045, 1627487-2020-49047. It was reported that patient's leads migrated and patient experienced ineffective therapy. Diagnostics indicated high impedances on two of the leads. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. It is not known which leads are liable, so all are being reported.